Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/27/2020. H.6. Investigation: one protector connected to a vial of meropenem was returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protector or protector membrane and the needle on the protector penetrated the vial stopper properly. During our evaluation, a foreign particle was observed inside the vial which is consistent with material from the rubber stopper of the vial. Fragmentation testing is performed during manufacturing according to procedure to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time.

Event description:
It was reported that a small piece of gray "rubber" was seen in the "liquid/meropenem" vial attached to the protector p28 during use, and new antibiotics had to be used. The following information was provided by the initial reporter: "when the protector (p28) vial adapter was attached to the vial, the nurse spotted, that there was a piece of rubber in the liquid/meropenem vial. A small piece of grey something, looking like it was from the top of the vial? The nurse putted the product away, and started over with a new vial and new phaseal ptotector" "needed to open a new bottle of antibiotics".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a small piece of gray "rubber" was seen in the "liquid/meropenem" vial attached to the protector p28 during use, and new antibiotics had to be used. The following information was provided by the initial reporter: "when the protector (p28) vial adapter was attached to the vial, the nurse spotted, that there was a piece of rubber in the liquid/meropenem vial. A small piece of grey something, looking like it was from the top of the vial? The nurse putted the product away, and started over with a new vial and new phaseal protector". "Needed to open a new bottle of antibiotics".